Manufacturer narrative:
This part is not approved for sale in the us but a similar part with catalogue# ke102 and 510k# k123771 and (B)(4) is approved for sale in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels implanted: t9 pre-operative diagnosis: prostate cancer - bone mets (tumor was osteoblastic and osteolytic). It was reported that intra-op, the balloon was ruptured during inflation at a psi of 362. The device came in contact with the patient. Patient was unharmed and surgeon was able to complete the procedure with cement insertion.

Manufacturer narrative:
Product analysis: the balloon has a rupture on the proximal peak. This type of damage is consistent with the balloon coming in contact with bone splinter while the balloon is inflated in the vertebral body. If information is provided in the future, a supplemental report will be issued.